Manufacturer narrative:
Concomitant medical product: 4136 lead, implanted: unknown.

Event description:
It was reported that the patient has occasional diaphragmatic stimulation from the left ventricular (lv) lead. Pacing outputs had been increased in accordance with threshold measurements. The patient has been able to overcome the stimulation with positional changes. The lead is still in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.